Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir. No further info was provided.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
Caller reported he took 25 units of novalog at 4:56 pm. At 7:00 pm, his wife found him passed out. She checked his blood glucose, aviva result was 110 mg/dl. She called 911, emt's were there by 7:15 pm. Emt system result was 33 mg/dl. He was still unconscious, was given a glucose shot; amount not known. Emt result at 7:45 pm was 160 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.